Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer reports that sensor have been alarming high or low blood glucose when blood glucose was not high or low. Customer reported to have been to the emergency room on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was treated for a few hours and released. Customer went to the emergency room due to dehydration. Customer states that blood glucose did not stabilize after treating manual injections and when set was removed, it was found that cannula was bent. Customer was advised that sensor would be replaced.